Manufacturer narrative:
(B) (4). Results: evaluation of the returned product shows that the sensor pads vinyl cover is too tight and the pad is not working. (B) (4).

Event description:
The customer reported that while the patient was not on the sensor, the alarm was not being triggered by the sensor. No patient injury was reported.